Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and loss of capture. Lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, x-ray observation of a necked-down cathode coil near the terminal end, which block passage of a stylet. Resistance testing found the lead was not electrically continuous. X-ray showed no fractures and the crimp sleeve was ok. Electrical allegations were not confirmed.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and loss of capture. Lead was successfully replaced. No adverse patient effects.